Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator showed machine pressure sensor auto zero failed. The device was not in clinical use at the time of the reported issue. There was no report of patient or user harm. The case is transferred onsite so that the equipment can be checked by a field service.

Manufacturer narrative:
An authorized service provider (asp) evaluated the ventilator. The unit shows a failure in the proximal pressure sensor zero. It is an intermittent failure, and it varies when restarting the equipment. It goes from correct operation to a serious failure and not being able to start: "error 1007 machine and proximal pressure sensors failed". When removing the drpta (the v60 error log) the following errors are observed: 1007. Machine and proximal pressure sensors failed 1108. Machine pressure sensor auto failed 110b(cbit). Proximal pressure is not measured, and pressure-related alarms are compromised apart from these errors, it is checked in service mode, in pneumatic section, that the pressure at 0 cm of water in the proximal part gives values of 1.68. It is out of normal range of ± 1 cmh20. Taking into account the previous errors it is deduced that the measurement acquisition board is failing. "Pcba, data acquisition (da)". This one and the necessary filters are requested to complete any repair. The asp replaced the data acquisition board and filters. The configuration of the device is restored to the factory settings. All necessary verifications have been performed to certify the restitution to the conditions prior to the failure. To guarantee the correct operation of the equipment, the customer was advised to use only the accessories and consumables approved by philips.

Manufacturer narrative:
The data acquisition (da) pcba was returned for analysis. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da board was tested, and no failures were identified.